Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On the same date as onset, the patient was hospitalized and began treatment with intraperitoneal cefazolin (1.25 ml/bag; frequency and duration not reported) and intraperitoneal gentamicin (0.2 ml/bag; frequency and duration not reported) for the peritonitis. The patient was later discharged from the hospital. At the time of this report, the patient had not yet recovered from the peritonitis event and antibiotic treatment was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Action taken with peritoneal dialysis therapy was not reported. Additional information is not available at this time.